Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawers 2.1 and 2.2 were coming out together and were stuck. The customer stated that a cover was jammed between the drawers, preventing the drawers from being removed. The customer mentioned that the system was not showing a hardware failure, so they were unable to attempt a recovery. The customer stated that this malfunction occurred while they had an operation and they were unable to access medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 2.1 and 2.2 drawers were coming out. A field service engineer found that the half height drawers 2.1 and 2.2 were released from the station chassis and reseated the drawers and confirmed that they were locked securely in place. The system functioned as intended after the field service engineer repaired the device.